Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Perceived loose titanium cup. The cup and liner were removed and replaced with competitor cup and liner. Femoral stem and head were not removed. Left tha revision.